Manufacturer narrative:
The complaint device was received and evaluated. Visually, some nicks and marks were observed on the drill bit indicating that the device was likely used heavily. It was reported that a pin broke into the wick. No further information was available regarding this failure. Usually, the drill bit is used with a guidewire during surgery. When we tried inserting a wire inside the drill bit, it could not easily progress through the drill bit. The device was closely observed and it noted that something is stuck inside the complaint device. It is believed that a portion of the guidewire broke and got stuck into the drill bit. Hence, the reported complaint that the pin broke inside the wick could be confirmed. Further, a review of the device history record for the reported batch number revealed no anomalies relating to the reported incident. Out of all the devices released for distribution, one device was not released for shipment. There were no anomalies or discrepancies in the manufacture of this lot; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Due to the availability of limited information about the event, we cannot discern a definite root cause for the reported failure. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during procedure, device broke. A pin broke into the wick. No patient consequences